Event description:
During follow-up, loss of capture and phrenic nerve stimulation were observed on the left ventricular (lv) lead. The lv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.